Event description:
Reporter alleged the expiration date was missing from the blood glucose test strip vial. No actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.